Manufacturer narrative:
This complaint was found to be a duplicate of an issue reported in (B)(4) and emdr# 1218950-2018-01605.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a display issue. There was no reported patient involvement.